Event description:
It was reported that the slide pin and arm weld joints had snapped on the siderails. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: part was sent to customer to complete repair.